Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that one side of the peel-away sheath tore partway down the extrusion, causing the tab and extrusion to separate from the rest of the assembly. The sheath extrusion appeared partly stretched. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down one score line. It was additionally noted that the tear at the score lines was scalloped, which is not the intended appearance of the score lines once torn. The sheath was severed to observe the cross section. Functional inspection could not be accurately performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed and the following findings were identified: for part number eb-01051-002 with lot 34c23k0159, 6 non-conformances were identified and for lot 34c23k0253, 1 non-conformance was identified regarding peel-away sheath defects. The instructions for use (IFU) provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the extrusion tore partway, causing the tab and extrusion to separate from the assembly. The appearance of the torn score lines was also scalloped which is not the sheath's intended appearance. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "both were first time PICC pts with no issues with vessel/scaring/skin etc, one sheath was buckling when trying to advance it (the skin was nicked with the scalpel). One sheath broke when trying to remove it post PICC insertion. All parts of the sheath were removed and no medical intervention was necessary, both patients PICC insertions where completed." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2024-01091.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "both were first time PICC pts with no issues with vessel/scaring/skin etc, one sheath was buckling when trying to advance it (the skin was nicked with the scalpel). One sheath broke when trying to remove it post PICC insertion. All parts of the sheath where removed and no medical intervention was necessary, both patients PICC insertions where completed." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2024-01091.